Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with a 500cc mentor memorygel breast implant prosthesis and experienced postoperative left-sided grade iii capsular contracture. The patient noticed the symptoms of capsular contracture about 6 months ago, and the diagnosis was confirmed by a healthcare professional on (B)(6) 2020. The patient is hoping to undergo bilateral removal and replacement. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 6-apr-2021, mentor received additional information regarding the patient's symptoms and explantation date. The patient experienced left-sided rupture. The patient is scheduled to undergo explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.   Updated reason for device explant and/or reoperation: capsular contracture, rupture the relevant fields have been updated. On 26-apr-2021, mentor received additional information regarding the date of explantation. The date of explantation was rescheduled from (B)(6) 2021 to (B)(6) 2021. The relevant field has been updated. Section d 6b. Date of explantation: (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-jun-2021, mentor received additional information regarding the patient¿s information and revision surgery. The patient¿s weight is 147 lbs. The patient underwent bilateral removal and replacement with unspecified breast implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-jun-2021, the suspected medical device was returned for evaluation. On 18-jun-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).